Event description:
It was reported that when loading the cot into the ambulance, the cot collapsed. There was no pt involvement or adverse consequences to report.

Manufacturer narrative:
Investigation still underway.